Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. One each of the following 6f angio-seal vip components was received for evaluation; hemostasis sheath, puncture locator, plastic pouch and carrier tube assembly. A blood-like substance (bls) was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position the anchor was visible with its leading leg located approximately even with the distal sheath tip, consistent with non-deployment. No other visual anomalies were noted. The device was functionally tested - the carrier tube assembly was moved into the full forward-lock position. The anchor fully exited the sheath distal tip; the trailing leg cleared the monofold. The monofold fully collapsed onto the carrier tube. The carrier tube assembly was then moved to the full rear-lock position. The anchor fully posted against the sheath monofold. The anchor was then grasped and the suture extracted. The clear heat shrink tubing, knot, and collagen were all exposed. The collagen was discolored with a blood-like substance. The tamper tube was not released due to obstruction by dried blood like substance. The presence of tamper tube was verified by cutting the carrier tube assembly. No other anomalies were noted during deployment. According to angio-seal vip IFU art100041662d(2016--01) b. Set the anchor, step 1 and step 2 clearly mentioned regarding setting the anchor and insertion of carrier tube assembly in to the sheath. The root cause of the reported event remains unknown. However it is likely to be associated with improper insertion (incomplete movement to the full forward lock position) of carrier tube assembly into hemostasis sheath. Visual and functional testing results could not confirm the complaint. The likely root cause is that the carrier tube assembly was not inserted properly into the hemostasis sheath. The IFU was reviewed and sufficient instructions were found for insertion of carrier tube assembly into the sheath. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) other similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there was no anchor, collagen plug and suture in the device. It was reported that manual compression was applied for 20 minutes. It was reported that the user was trained. The left femoral artery was puncture. It was reported that the patient status was stable. It was reported that there were no patient consequences. There was no blood loss reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1. To provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.